Event description:
Philips received a complaint from the customer reporting that the v60 ventilator displayed a "pressure sensor zero adjustment failed" message. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) recommended checking the data acquisition board. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with key market, and the responder reported that no repairs were performed by philips, and that the customer did not provide any details regarding the event log. Insufficient information is available to determine the resolution of the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation, and a supplemental report will be submitted.